Event description:
Sterile sphere were not recognized by software during procedure. Spheres were replaced with another set of sterile spheres. New spheres were tracked and procedure was completed. This event was communicated by medtronic navigation. Site/user disposed of device, did not record lot number and did not take any pictures of the device. No serious implications to this issue were mentioned by the complainant. No patient/user injury or other serious harm occurred.

Manufacturer narrative:
(B)(4)